Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history review was completed for material number: 30654678 and lot number: 0114381. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two physical samples were received for evaluation by our quality team. One sample had 3ml of a solution and the other had 4.5ml of a solution. Both were tested for sustaining force and one sample measured on the high end of results. The customer would have noticed additional force was required to move this plunger. All results of the sustaining force testing were within specification. Investigation conclusion: 2 samples were received. One has 3ml of a solution and the other one 4.5ml. Both were tested for sustaining force. One measured 10.8n and the other 19.6n. The specification is <20n. A review of the applicable fmea/eura ((B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: one of the samples received measured on the high end of the specification; the customer noticed that additional force was required. More than normal. Rationale: there are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
It was reported that the plunger was difficult to move in the syringe 10ml reg pr saline 10ml fill during use. The following information was provided by the initial reporter: "the techs and nurses are having issues with not being able to flush a full 10cc of saline, sometimes they can only flush 8cc then they meet resistance for the rest."